Event description:
It was reported that the customer had high blood glucose levels of 121 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The threshold suspend for the insulin pump was set at 70 mg/dl. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 68 mg/dl where the actual blood glucose level was 121 mg/dl. No additional information was provided.

Manufacturer narrative:
Unit communicates properly with the glucose sensor simulator and the mini-link transmitter. The low suspend feature was set up on the unit and it work properly with the glucose sensor simulator and mini-link transmitter. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. (B)(4).